Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 46 mg/dl. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer's doctor has adjusted the basal rates on the insulin pump. The displacement test passed. The customer was disconnected during priming. Nothing further was reported.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated an architect tsh result that did not correlate with the patient's clinical picture. The account stated a specimen generated an architect tsh of 46.3 (no units of measurement given) but repeated at 4.79 on a 1:5 dilution. The patient tested roche tsh of 0 (no units of measurement given). The patient is currently taking levothyrox, is in contact with animals and is not ill. The architect tsh result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us product. Additional information received from the customer after the investigation was completed: the account used hbt scantibodies tubes with the patient specimen to deterime if heterophile antibodies were present. The account generated a tsh of 0.14 (no method or unit of measurement provided) after pre-processing the patient specimen with the hbt scantibodies tube. The account stated the heterophile antibody was neutralized indicating no instrument or assay problem. Investigation: the tests performed by abbott laboratories quality control laboratory prior to approving this lot of reagents for sale demonstrated that all defined specifications were met. These tests included assessing architect tsh control and panel values using architect tsh reagent lot 54923jn00. A panel is an internal sample used in a product's testing documents to evaluate the acceptability of a new lot of reagents, calibrators, and/or controls prior to release of the product for sale. It is typically formulated to mimic a patient sample. This data demonstrated that architect tsh reagent lot 54923jn00 passed all the required specifications during manufacture and during release testing. In addition, architect tsh reagent lot 54923jn00 was used in-house as a reference reagent in 2007, to carry out a panel value assignment. All controls were in range. As the testing on the roche instrument was not carried out on the same day and used different instrument technology, a direct comparison cannot be made of these results. The complaint text mentions that the patient in question is on levothyroxine medication. Levothyroxine is the form of thyroid hormone that is generally recommended for replacement or suppressive therapy. Once a patient has been taking levothyroxine regularly for four to six weeks, measurement of serum tsh can indicate whether the patient is taking the correct dose. If the patient is taking too much levothyroxine, the pituitary stops making tsh and the level falls; if the dose is too low, tsh increases (http://www.tsh.org/disorders/treatments/levothyroxine_dose.html). It may be possible that this discrepant result could also be due to sample handling. The architect tsh package insert states in the section on "limitations of the procedure" that - specimens run on the architect tsh assay must be processed according to the specimen test tube manufacturer's instruction. Insufficient processing including deviations from recommended clotting times, centrifugation times, centrifugation speed and sample preparation techniques may cause inaccurate results. - for diagnostic purposes, results should be used in conjunction with other data; e.g., symptoms, results of other thyroid tests, clinical impressions, etc. - if the tsh results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. - heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Based on this investigation, it is determined that the architect tsh reagent lot in question is meeting its safety, effectiveness and label claims. This is a final report.

Manufacturer narrative:
(B) (4) corrected data: upon retrospective review, it was discovered that the manufacturer name, city and state on the initial report was listed as abbott diagnostics, (B) (4) was incorrect. The correct manufacturer name, city and state is abbott laboratories, (B) (4).